Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a communication issue between the carelink and carelink connect applications, where the care partner was not receiving notifications from the user despite the notification settings being enabled. The customer reported no adverse event. The event involved product(s) mmt-6112. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6112.

Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead this issue would be investigated through database application logs. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the ""sw requirement doc"" field. After a thorough investigation the software support team confirmed the carepartner app is registering for push notification frequently. This is happening while the carepartner is logged in. This could be the reason carepartner is not receiving the notifications. The most likely root cause is a cache issue the carepartner is having in the phone. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: please ask the patient and carepartner to follow the following recommendation: for carepartner ios. 1) settings > general > iphone storage > carelink connect > delete app. By performing this step the customer will remove all the cached information related to the app. 2) uninstall the application normally. 3) restart the phone. 4) install the carelink connect app 5) wait 10 minutes 6) open the app. 7) if issue is not resolved, wait 15 minutes and try all steps again. We are proceeding to close this ticket as we have not received any response despite multiple requests. If the reported issue persists, we kindly request you to provide the updated information so we can reopen the ticket. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead this issue would be investigated through database application logs. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the "sw requirement doc" field. After a thorough investigation the software support team confirmed the carepartner app is registering for push notification frequently. This is happening while the carepartner is logged in. This could be the reason carepartner is not receiving the notifications. The most likely root cause is a cache issue the carepartner is having in the phone. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: please ask the patient and carepartner to follow the following recommendation: for carepartner, ios. 1) settings, general, iphone storage, carelink connect, delete app. By performing this step, the customer will remove all the cached information related to the app. 2) uninstall the application normally. 3) restart the phone. 4) install the carelink connect app. 5) wait 10 minutes. 6) open the app. 7) if issue is not resolved, wait 15 minutes and try all steps again. We are proceeding to close this ticket as we have not received any response despite multiple requests. If the reported issue persists, we kindly request you to provide the updated information so we can reopen the ticket. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.